Event description:
Reportable on analysis completed on 26sept018. It was reported that the device could not cross the lesion. A rotawire was selected for use, however the wire failed to cross the lesion. The device was simply pulled out from the patient and the wire was replaced with a different model and the procedure was completed. No patient complications were reported. Patient is stable. However, device analysis of the wire revealed the wire was broken from its distal section. It was further reported that a rotational speed test was performed outside the patient with this 1.25mm rotalink plus but the rotawire got detached during the test.